Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown screwdriver. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for screwdriver is not provided. Facility phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that during surgery on (B)(6) 2018, it was detected that two (2) drill bits were blunt. The surgeon was only able to insert one screw. They also described the screwdriver to be "very odd" as it was described as a 4mm but seemed more like a 4.5mm screwdriver. Concomitant device reported: unknown trauma screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown screwdriver. This is report 3 of 3 for complaint (B)(4).